Manufacturer narrative:
H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was no way to determine if the device contributed to the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The information provided was insufficient to perform a thorough medical investigation or to determine the clinical root cause of the reported failure. Based on the information provided, the guide was recovered from inside of the patient¿s bone and the procedure was completed with a s&n back-up device with a delay greater than 30 minutes reported. Since there were no further complications reported, no further clinical/medical assessment is warranted. The complaint was not confirmed. Factors that could have contributed to the reported event include an application of unintended inappropriate or excessive force to the device, attempted correction of a damaged device, or an impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during an acl procedure, the pin passing drill tip broke when the 9.0 mm drill bit was introduced, leaving 40 - 45 mm of guide inside the bone, which was removed from the patient. The procedure was finished with a delay greater than 30 min using a smith and nephew back up device. No further complications were reported.